Manufacturer narrative:
MFR received date: 26 aug 2019. Date of report received: 30 aug 2019. The manufacturer's service technician confirmed the led failure allegation. The manufacturer's service technician contacted product support, who provided the part details to the customer to order the battery. The part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported battery not holding charge. There was no patient involvement.